Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable melted. Customer's blood glucose ranged from 54-307 mg/dl. Replacement cable was sent to the customer.